Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right adnexal ectopic pregnancy") in a (B)(6) female patient (gravida 4, para 2) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2005. The patient's past medical history included umbilical herniorrhaphy (at (B)(6) years of age), multigravida (three pregnancies), parity 2 (two live births - a girl in (B)(6) 2002 and a boy in (B)(6) 2003), vaginal delivery (two full term normal spontaneous vaginal deliveries), miscarriage ((B)(6)) on (B)(6)2005, cholecystectomy and tubal ligation in 2003. Plaintiff had no previous birth control use within 5 years preceding essure placement. Previously administered products included for miscarriage: methotrexate on (B)(6)2005. Concurrent conditions included overweight. On (B)(6) 2004, the patient had essure inserted. In (B)(6)2005, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower. The patient was hospitalized from (B)(6) 2005. The patient's last menstrual period was on (B)(6) 2005 and estimated date of delivery was (B)(6) 2006. The patient had essure in place during the first trimester of pregnancy. The patient was treated with panadiene co (tylenol #3) and surgery (laparoscopic right salpingectomy with left partial salpingectomy using endo gia and essure removal). Essure was removed in (B)(6) 2005. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. The reporter commented: in plaintiff fact sheet (pfs) that the pain resolved within days after essure removal. In medical records (mr) it was reported that the plaintiff was admitted due to ectopic pregnancy and the assessment was right adnexal ectopic pregnancy at (B)(6) gestational age. The discharge summary also provided the information that plaintiff was complaining of vaginal bleeding which started on (B)(6) 2005 and lower abdominal pain with radiation to back. She noted passage of large clots. She noted dizziness and syncope. There is an other pregnancy with essure for this patient. Please refer to case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Human chorionic gonadotropin - on (B)(6) 2005: 3439 mui/ml; on (B)(6) 2005: 3453 mui/ml; on (B)(6) 2005: 1337 mui/ml; on (B)(6) 2005: 626 mui/ml. Laparoscopy - on (B)(6) 2005: pelvis and abdomen revealed normal anatomy (cont.) Ultrasound scan - on (B)(6) 2005: right adnexal solid mass, 1.8x1.5x1.4cm, complex. Laparoscopy (cont.) - on (B)(6) 2005: except for bilateral tubes, as there were multiple sacculations. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy with contraceptive device and abdominal pain lower. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.